Manufacturer narrative:
This report is filed, march 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient the patient underwent revision surgery in 2007 (month and date not reported) for skin flap debridement and closure of the site. The implanted device remains.